Manufacturer narrative:
There was no device malfunction. The device was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed the cycler performed as intended and alarmed appropriately when the alarm conditions were present. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2021 from the home therapy nurse (htn) of a (B)(6) male with a medical history including diabetes and end stage renal disease, who stated the patient experienced a cardiac event at the conclusion of a home hemodialysis treatment on (B)(6) 2021. Additional information was received on 23 sep 2021 from the htn who stated the patient complained of chest pain and passed out immediately at the end of treatment, after rinseback was performed. Per the htn, patient expired at an unspecified time same day, cause of death was cardiac arrest.